Event description:
It was reported that the bladder of a basal/bolus infusor ruptured. This occurred during manual filling with an unknown drug using a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13g029 was manufactured july 2, 2013 - july 3, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The assignable root cause of the reported condition is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed a ruptured bladder. Microscopic analysis was performed, and markings on the interior surface of the bladder were observed near the rupture line. The reported condition was confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.